Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 450 mg/dl. The customer was admitted to the hospital. Customer was assisted with adjusting basals. Cutomer also reported that he had high blood but not hosspitalized. Customer's blood glucose was 479 mg/dl. The customer was treated with a bolus of 5.2 units of insulin. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning the unexplained high blood glucose.